Event description:
The surgeon stated the trunode probe was malfunctioning despite resetting the trunode tablet. The probe was reading from 1-999 intermittently. The trunode probe was removed from the surgical field, and a new probe was used. No patient harm.